Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
The complaint device was returned for analysis with the balloon in a deflated state and dried blood and contrast present in the distal lumen. An inspection of the device identified a pinhole in the balloon wall located on the distal end of the balloon, 4mm from the proximal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-00038, 2134265-2011-00039. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The physician was pre-dilating a 90% stenosed lesion located in the moderately tortuous and severely calcified apex of the left anterior descending (lad) artery. A nc quantum apex was used for initial pre-dilation without problem. The physician then performed rotational atherectomy. Following ablation, a 2.25x15mm apex balloon catheter was inserted through an unknown sheath without resistance. During insertion, the balloon ruptured. The device was removed from the patient intact. A 2.25x15mm nc quantum apex was then advanced to the lesion without resistance. The balloon ruptured on the first inflation at nominal pressure. The device was removed from the patient intact. A 2.50x15mm nc quantum apex was then advanced to the lesion without resistance. The balloon also ruptured on the first inflation at nominal pressure. The device was removed from the patient intact. The procedure was completed with a 2.50x8mm nc quantum apex and the implantation of a stent. No patient complications were reported and the patient's status is good.

Event description:
Same case as MFR#: 2134265-2011-00038, 2134265-2011-00039. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The physician was pre-dilating a 90% stenosed lesion located in the moderately tortuous and severely calcified apex of the left anterior descending (lad) artery. A nc quantum apex was used for initial pre-dilation without problem. The physician then performed rotational atherectomy. Following ablation, a 2.25x15mm apex balloon catheter was inserted through an unknown sheath without resistance. During insertion, the balloon ruptured. The device was removed from the patient intact. A 2.25x15mm nc quantum apex was then advanced to the lesion without resistance. The balloon ruptured on the first inflation at nominal pressure. The device was removed from the patient intact. A 2.50x15mm nc quantum apex was then advanced to the lesion without resistance. The balloon also ruptured on the first inflation at nominal pressure. The device was removed from the patient intact. The procedure was completed with a 2.50x8mm nc quantum apex and the implantation of a stent. No patient complications were reported and the patient's status is good.